Event description:
(B)(4) received a call on (B)(6) 2008 from (B)(6), ccp staff perfusionist at (B)(6) medical center in (B)(6). (B)(6) reported that (B)(4) the additive pump had an error and was disabled. (B)(6) completed the case by manually adding the additive solution. There were no pt complications as a result of the error. Service pool (B)(4) is sent the (B)(6) while we repair (B)(4). It is no known if this issue is the result of a recent preventative maintenance we performed on the devise.

Manufacturer narrative:
(B)(4).